Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer clarified that during the night as they were in their backyard signals from next door made their device malfunction and later overheat. The patient stated that their wi-fi was dropping and signal was going out. They were in the process of resolving the issue.

Event description:
Additional information was received from a patient. The patient called back in and wanted to meet with a representative. The patient had an appointment with one of the representatives but the representative showed up late during the appointment. The patient was now wanting to schedule an appointment with a representative to look at their ins and turned it off until they no longer had issues. The patient mentioned already documented reported events regarding their ins overheating and noted they were taking antibiotics. The patient stated "the previous surgeon has to take it out before they could take it out"(the agent understood the patient's implanting surgeon had to performed some type of operation before their new surgeon could perform an operation). The agent redirected the patient to their hcp and provided the nas number.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2019. Product type lead. Product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2019. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant battery had swelled up to the size of their palm and the issue began a couple days ago. Patient stated the device started swelling behind their kidney and the leads started heating up towards the middle of their back and the whole part all the way to the leads in the back was heating up and their 'fascia' was burnt. Patient also noted they were feeling heart pain as if they were having a heart attack and things were happening to their kidneys, scrotum, and intestines. The patient was redirected to their healthcare provider to further address the issue. Patient noted they had an appointment with their pain doctor today. Patient also mentioned they went between 2 houses and from one house to the other house that was when their implant swelled up. Patient also mentioned the security of 'it' was compromised by their neighbors. Agent was confused.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2019, brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.